Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with insulin drip. Customer stated that the insulin pump had crack on the battery compartment. Customer also stated that the reservoir lip ring had physical damage. The insulin pump will be returned for analysis.